Event description:
It was reported that the download noted lvad (left ventricular assist device) fault five times 1.5 hours. The pump number was stable. The log file review revealed that there was an issue on board with pump that caused data to be blanked out. The pump feature effected was not critical to pump operation. The feature only took a current measurement for the pump log files. Due to the nature of the alarm the old controller was exchanged to a new controller. Related manufacturer report number: 2916596-2021-01876.

Event description:
It was reported that the left ventricular assist device (lvad) fault resolved after the controller was exchanged. The patient was doing well and the plan of care was to proceed as normal.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed the left ventricular assist device (lvad) faults and data blanking. Based on previous complaint history, these findings are indicative of an issue with the current monitoring circuit board on the pump. The submitted controller event log file contains data from 07mar2021 through 09mar2021 and the submitted controller periodic log file contains data from 26feb2021 through 09mar2021. Evaluation of both the controller event and periodic logs captured the left ventricular assist device (lvad) parameters (actual motor speed, calculated flow, calculated pulsatility index (pi), lvad temperature, lvad software version, and lvad motor serial number) intermittently displaying 0. The files also captured intermittent lvad internal fault alarms, which were associated with (f64) lvad live info faults flags. Based on the captured power values, the pump appeared to be operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and patient handbook address all system alarms as well as the recommended actions associated with them. The patient handbook further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system alarms, including the left ventricular assist device (lvad) fault alarm, and the recommended actions associated with these events. The heartmate 3 lvas patient handbook is also available. Section 5 entitled "alarms and troubleshooting" outlines all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.